Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: moisture observed under display lens. The keypad is undamaged, ok button is unresponsive. Cracks were found in battery compartment from threads to left of grip pad, and below grip pad to case seal. Leak test failed due to battery compartment leak. Opened pump, moisture found on display, cgm board, and pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button on the keypad was under responsive to user presses and there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.